Event description:
It was reported to philips that the host computer was unable to power on, preventing the system from booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to power on. Upon troubleshooting, fse checked the input power of the host pc and found that there was no 220v supply and fse inverted the ippc cable, which has 220v power. The mpdu (main power distribution unit) fuse burned out. Fse found that the power supply of the host pc was defective. To resolve the issue, fse replaced the host pc, reinstalled the complete software and performed all necessary calibrations. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.